Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 3 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis and insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the severity of insufficiency was moderate to severe. The valve was not stenotic. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.